Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown intramedullary nail. Part and lot numbers were not provided by reporter. Without part and lot numbers the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 18, 2014, that two screws implanted on (B)(6) 2013 were discovered to have broken. The screws were implanted in conjunction one locking compression plate to repair a left femur fracture. By (B)(6) 2013, the patient's ongoing pain prompted her to seek follow-up care. At that time the broken screws and nonunion of the left femur fracture were identified. On (B)(6) 2014 the patient was revised to a total hip prosthesis. It is unknown if there was any surgical time delay. She has been undergoing physical therapy and reports an improvement in her condition. A review of medical records received on (B)(4) 2015, show that the patient experienced chemotherapy and whole pelvic external beam radiation therapy for colorectal cancer in 2006. She has experienced persistent pain (beginning (B)(6) 2012). She began developing hip pain on the right. She sustained stress fractures of bilateral hips; both were atraumatic. It was felt that she developed osteoradionecrosis, which led to the fractures and subsequent nonunion. Magnetic resonance imaging (MRI) of this area was initially read as being consistent with metastasis; however, this was subsequently found to be a hip fracture on the right. This was treated with an intramedullary nail (im) nail. She subsequently fractured her left hip on (B)(6) 2013 due to fall on ice, which was treated with a dynamic hip screw (dhs) and de-rotation screw. After another subsequent fall, she fractured the side screws of her dhs implant of the left hip. The cephalomedullary nail wounds became infected, and she subsequently had explantation of these. The hardware on the left became infected with (B)(6) and eventually needed to be removed. The left hip went on to nonunion. On (B)(6) 2014, the patient had an internal fixation hardware removal of the left hip with a left bipolar hemiarthroplasty to treat her left femoral neck fracture nonunion involving the use of non-synthes components. This report is for one unknown intramedullary nail. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Clarification/correction of event description and correction of report number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to event narrative: on (B)(6) 2014 the patient was revised to a total hip prosthesis. (B)(4).